Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after repositioning the lead, it was unable to be connected to the pacemaker due to a loose set screw. Loss of pacing was observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of loose setscrew and loss of pacing was not confirmed in the laboratory. Analysis found the setscrew was missing from the device and connector block. The setscrew was most likely unknowingly stuck to the wrench tip and pulled out of the device through the septum. The lead could not be connected to the device without the setscrew, so there was no lv output. The device was tested on the bench and no anomalies were found. The missing setscrew is a user related issue that occurred in the field.